Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: japan.

Event description:
It was reported that during surgery, the blue stain on the tyvek sheet and the blue liquid were on the product inside of the sterile package. This was noted when the nurse opened the package. There was no patient impact and it is unknown if a delay occurred. Due diligence is complete as no additional information is available.